Manufacturer narrative:
(B)(4). B3: unknown; captured as awareness date. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What type of leak test was performed? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? How was the leak addressed? After the first unsuccessful firing, what was done that allowed the device to be fired on the second attempt? What was the technique, triple staple or purse string? Additional event information the patient is male and his initial is I. After dst anastomosis was performed, there was a slight leak. The staples were wholly formed. When checked the donuts, it was found that one part was not stapled and had a strange shape. A stoma was created additionally on the ileum as treatment. The patient had the drain removed on five days after the surgery. The patient started eating and became stable. The doctor's opinion regarding the cause of this event was that the stapler may not have been stapled due to the clip being bitten. As for the patient's background information, ep had been performed before the surgery and the clip had been used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, the doctor felt something different than usual and the device could not be fired. When tried again, the device could be fired, but there was a needle that did not form as intended and an air leak occurred from there. Colostomy was performed and the surgery was completed. The patient's condition is stable. The procedure was changed to perform a colostomy to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Not clear. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? Preoperative endoscopy was performed. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Not clear. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Not clear. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not clear. Was the device difficult to close? Yes. Was the device difficult to fire? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Not clear did the healthcare professional receive audible & tactile feedback when firing the device? Not clear were the donuts inspected? If so, please describe. Not clear. Was a complete transection of the white breakaway washer visually confirmed? Not clear were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Some staples were not formed. What is the current status of the patient? A temporary stoma was created, and the patient is stable. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were their other contributing factors to include patient tissue condition? The surgeon recognizes staple non-formation as an issue but considers the possibility that a clip from the preoperative endoscopy may have been involved. What type of leak test was performed? Not clear. Was the staple line visualized endoscopically during the initial surgical procedure? Not clear. How was the leak identified? A slight leak was visually noted. How was the leak addressed? Not clear. After the first unsuccessful firing what was done that allowed the device to be fired on the second attempt? Details are unclear, but it was reported that it was fired with the same stapler. What was the technique, triple staple or purse string? Not clear.